Event description:
It was reported that the ventricular lead had recurrent low impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. Visual analysis revealed that the lead had apparent explant damage.